Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. A long-term test about 8 hours time in which the device was fully functional, and no error or alarm had occurred, temp was stable and in the range all time. No problem found. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken.

Event description:
It was reported the customer stated that during the pre-test, the over-temperature alarm went on immediately after switching on the device. No patient involvement.